Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "significant pain and hardness on both sides", "fatigue", "and "like the body 'burned' periodically" these are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported " significant pain and hardness on both sides", "fatigue", "and "like the body 'burned' periodically". The device was explanted. This record is for the right side.